Event description:
Related to MFR report # 2183959-2012-03239. It was reported, a monarc subfascial hammock was implanted on (B)(6) 2010. It is alleged that the plaintiff experienced emotional distress and a problem with the product.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent. Lawyer-filed report-(B)(4).